Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) unit had no touchscreen function and power up failure code 6. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 a getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the touchscreen assembly. The unit passed all functional and safety tests according to factory specifications. The failure analysis and testing dept. Received part number 0160-00-0123 serial number(B)(6)_wpga with a reported unit failure of no touchscreen function and power up failure code 6. The fat performed a visual inspection and found the part to be in good condition. The fat installed the touchscreen in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failures confirmed on this part. Retaining the part in the failure analysis and testing department per procedure.